Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the side cut was not completed with system in the left eye during refractive surgery. The surgery was completed on the same day. Additional information is requested. There was no inflammation or adverse consequences reported on patient.